Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they are having a terrible time with incontinence. The agent asked when the issue started. They said it has been ongoing. The stimulator helped some. Sometimes the stimulator helps, and sometimes it doesn't. The agent walked the patient through connecting the handset and communicator to the stimulator. The patient then gradually increased the stimulation to a comfortable level. The patient is going to monitor their symptoms. . They also said the stimulator is higher up than it has ever been. The agent directed the patient that if she doesn't get relief of symptoms to follow up with hcp.